Event description:
It was reported that this right ventricular (rv) lead exhibited high outputs since implant. In addition, at one point, the rv (right ventricular) was in suspension. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).